Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Low bg cause was unknown, additionally customer did not have a current continuous glucose monitoring session at the time of the event. Paramedics provided assistance and the customer consumed carbohydrates and suspended insulin delivery to address bg. Reportedly, the customer continued to use the pump for insulin therapy.